Event description:
A report was received that after the patient's trial, the patient developed a procedure related infection at the insertion site. The patient was admitted in the hospital for intravenous antibiotics. The patient underwent an explant of the trial leads and did well postoperatively. The patient's infection was resolved, and the patient was discharged from the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial/lot #: (B)(4) description: trial linear st lead, 50cm the explanted leads were not returned to bsn as they were discarded by the medical facility.